Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a ¿brief sensor error¿ and was waiting the three hours for readings to return. During this time, the patient began to feel dizzy, weak, nauseous, had increased urination, increased thirst, and was disoriented. No bg meter reading was taken. The patient was wearing an omnipod insulin pump. The patient¿s mother called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was over 900 mg/dl and the patient was transported to the emergency room (ER). At the ER, the patient was diagnosed with dka and admitted to the ICU. The patient was treated with IV fluids. The patient was discharged after three days. Upon discharge, the patient was still feeling weak and disoriented. It was also mentioned that the patient was having difficulty recalling some of the details of this event. The patient was still weak and disoriented at the time of report. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in connection to the reported allegation. The probable cause of the signal loss was determined to be the transmitter and app were unable to establish a connection. No additional patient or event information is available.